Event description:
A caregiver (cg) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 4 of 5. The cg stated the patient line became inadvertently separated from the transfer set; the cg also stated the patient was not connected at the time of the alarm. The cg confirmed the patient did not reconnect after the alarm. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The cg stated she would discard supplies and contact the nurse (rn) regarding possible sterility issues. The tsr reviewed proper procedures per the user manual with the cg. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240. The report was not confirmed in the lab due to unavailable sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The cg stated the patient line became inadvertently separated from the transfer set. The batch review was not performed because the lot number is unknown. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.